Manufacturer narrative:
The event occurred in china. It was reported that during training the error message ¿stop-inp¿ occurred on the rotaflow console. No patient was involved. No harm to any person has been reported. The reported failure ¿stop-inp¿ could lead to the pump stop therefore, a report is required. A getinge field service technician investigated the affected rotaflow console with s/n (B)(6) and the reported "stop-inp error" could be confirmed. The mcp00705057#rfc control board kit (article number 701034051) was found to be defective and was therefore replaced. A similar complaint was investigated for the reported failure "stop-inp" in getinge life-cycle-engineering (lce). And the reported failure was caused most probably by a defective microcontroller ic23 on the rf control board pcba kit. The cause of this damage could be a statistical (random) failure or a defect that worsens when heated up. Based on these investigation results the reported "stop-inp error" could be confirmed. For the affected serial number within the timeframe of the search no additional complaints were found for the same issue. A device history record (DHR) review was performed on (B)(6) 2025. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.

Event description:
The event occurred in china. It was reported that during training the error message ¿stop-inp¿ occurred on the rotaflow console. No patient was involved. No harm to any person has been reported. The reported failure ¿stop-inp¿ could lead to the pump stop therefore, a report is required. Complaint ID: (B)(4).